Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that while inserting catheter, tubing became kinked with a bd insyte¿-n yel 24ga x 0.56in. The following information was provided by the initial reporter, translated from spanish to english: peripheral catheter that when trying to channel the patient presents kinking.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while inserting catheter, tubing became kinked with a bd insyte¿-n yel 24ga x 0.56in. The following information was provided by the initial reporter, translated from spanish to english: peripheral catheter that when trying to channel the patient presents kinking.